Event description:
While performing onsite service for the device, it was noted by the authorized field service engineer (fse) that the ECG connector panel showed signs of corrosion and possible contamination. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.